Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.

Event description:
On 02 may 2024 it was reported by a sales representative via email that an ar-8990st-1 dx fibertak suture anchor, st & ndls skived and became disrupted as it was caught on end of drill. This occurred during a syndesmosis & aitfl reconstruction on (B)(6) 2024 when the surgeon went to insert the anchor through the drill guide. The surgeon had pre-drilled with correct fibertak dx drill. The case was completed successfully using another anchor. There was case involvement.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.